Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (B)(6) 2009; 3830 implantable pacing lead (B)(6) 2009.

Event description:
It was reported that the right atrial lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event. The patient also reported feeling palpitations for a few seconds every night at the same time. She indicated that her heart rate did not change when this occurs. The physician was contacted and was not aware of the patient's symptoms. The device remains in use. No patient complications have been reported as a result of this event.